Event description:
The customer reported that while pts were being monitored on the dpm central station with ambulatory telepacks, the screen displayed "database abnormal error" message and a second message about shutting down the sql database. All the telepacks being used along with the dpm central station showed "off-line" message in the pt tile, causing loss of pt monitoring for approximately two minutes. No pt injury was reported.